Event description:
It was reported that the insulin pump gave an alarm multiple times. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump was received with a missing end cap sticker.